Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 100) was confirmed. As received, the monitor would not power on past wrench code 100 - program image corrupt. Upon eval, the white wire connecting the auxiliary board to the computer/analog board was found to be physically damaged and to have an intermittent connection. The cause for the inability to power on past code 100 was isolated to corrupt monitor programming. The cause of the corrupt monitor programming was unable to be positively identified but is likely due to the intermittent signal from the damaged white wire. The root cause for the damaged white wire was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 100 (program image corrupt). The pt was issued a replacement monitor.